Event description:
The customer reported that the device emitted smoke from the battery compartment after cycling through self-test several times. There was no injury to personnel in the area at the time of the event and there was no pt involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.